Event description:
It was reported the patient's blood glucose level rose to 291 mg/dl while wearing the pod longer than 48 hours. It was reported the pink slide insert did not move forward, despite the cannula deploying, indicating that there was a needle mechanism failure. The patient reported that their was leaking at the infusion site. (Back) as treatment the patient reported they took a manual bolus and increased fluid intake.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. Investigation of the needle mechanism did not find any damages or abnormalities that could result in a needle mechanism failure. The downloaded data shows the device completed priming sequences and operated until it was deactivated at pulse 2719. No timeouts or drive stalls were observed in the device data. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. Therefore, no damages or defects were observed that would result in a needle mechanism failure. Additionally, investigation of the cannula assembly did not find any damages or abnormalities that could result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.